Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed off no power. The patient's blood glucose at the time of incident is unknown. Troubleshooting did not occur since the insulin pump was turned off and the customer did not have any batteries available. The insulin pump was not returned for analysis.